Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that there are 1 similar complaints against the same lot number(s). Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary. Associated medwatch-reports: 9610612-2020-00892 - 400494548 - jk090; 9610612-2020-00893 - 400494549 - jk090; 9610612-2020-00894 - 400494550 - jk090; 9610612-2020-00895 - 400494551 - jk090; 9610612-2020-00896 - 400494552 - jk090; 9610612-2020-00897 - 400494553 - jk090; 9610612-2020-00898 - 400494554 - jk090; 9610612-2020-00899 - 400494555 - jk090; 9610612-2020-00900 - 400494556 - jk090; 9610612-2020-00901 - 400494557 - jk090; 9610612-2020-00903 - 400494559 - jk090; 9610612-2020-00904 - 400494560 - jk090; 9610612-2020-00905 - 400494546 - jk090.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with jk090 - reusable filter for container. According to the complaint description, the filter were damaged/torn. Mainly, holes or cracks in the central circle are observed. It is difficult to say for sure how many passes these filters have undergone. The average estimate would be 190 passes with a minimum of 12 cycles and a maximum of 600. There was no described patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference: (B)(4). Associated medwatch-reports: 9610612-2020-00892 - 400494548 - jk090; 9610612-2020-00893 - 400494549 - jk090; 9610612-2020-00894 - 400494550 - jk090; 9610612-2020-00895 - 400494551 - jk090; 9610612-2020-00896 - 400494552 - jk090; 9610612-2020-00897 - 400494553 - jk090; 9610612-2020-00898 - 400494554 - jk090; 9610612-2020-00899 - 400494555 - jk090; 9610612-2020-00900 - 400494556 - jk090; 9610612-2020-00901 - 400494557 - jk090; 9610612-2020-00903 - 400494559 - jk090; 9610612-2020-00904 - 400494560 - jk090; 9610612-2020-00905 - 400494546 - jk090.